Manufacturer narrative:
(B)(4). We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device, and review of verification and validation testing of the associated manufacturing and sterility processes. The manufacturing process for this device was re-investigated. There was no sign of any inconsistency during the manufacturing process which might be related to an adverse clinical observation. All production steps had been performed accordingly, including packaging and sterilization. The product was sterilized by eto per a validated method demonstrated to yield a sterility assurance level of 1 x 10 to the negative six. The sterile barrier has been demonstrated to be intact up to 46 months after storage in real time aging conditions, as determined for a product with the same packaging and sterility parameters. The functionality of the product has been demonstrated after an aging of 30 months. For determination of pharmaceutical stability of steroid leads stability studies according to ich q1a (r2) were performed. Within these studies, both pharmaceutical stability and sterility for 36 months at equal to or less than 25 degrees celsius could be demonstrated for steroid leads. Therefore there is no risk for the patient despite the ubd was exceeded. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. It is presumed that if the sterile barrier was intact up to the time of implant, sterility would not be compromised.

Event description:
Boston scientific reported that this lead was implanted after the use by date. The lead remains implanted. Should additional information become available this file will be updated.